Event description:
Caller reported she performed 5 tests within 20 minutes: 5.3 mmol/l, 11.4 mmol/l, 3.6 mmol/l, 11.2 mmol/l, 7.2 mmol/l. The customer stated 11.4 mmol/l and 3.6 mmol/l were within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).